Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and verified that the line for the tether was cut and retracted into the spool. The stm replaced the tether assembly and verified proper operation of the tether. The tether is now working as designed. The iabp passed all testing and was returned to the customer for clinical use.

Event description:
It was reported that the doppler tether assembly of the cardiosave intra-aortic balloon pump was damaged. It is not known under which circumstances this event occurred. However, no patient involvement or adverse event was reported.